Manufacturer narrative:
Per the ce, there was some hard residue which may be a gel type substance on the center of the small light guide. This foreign material appears to be the root cause of the incident. Per the ce, there was no visible damage to the machine or head. Per the ce, the small ipl light guide was the only noticeable issue. The ce reviewed device maintenance with the enduser.

Event description:
Per the enduser, the patients who received the last two ipl treatments had minor burning/blistering. Per the enduser, there were no issues with the ipl prior to these last two treatments.